Manufacturer narrative:
On nov 1 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test, microscopic examination and thickness measurement of the returned device. Visual analysis of the returned sample revealed no apparent damage or anomalies to the sm mpps dv 400cc breast implant. Leak testing was performed in accordance with mentor procedures and revealed a tear near the valve system. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear site, and the thickness was found to be within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken so that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing of the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Make sure not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
H9 FDA correction/removal reporting no.: 3005423519-10/12/2021-001-r non-conformances were identified for lot number 9549491. These will be corrected through mentor¿s internal quality systems. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate plus profile 400cc and experienced deflation on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with a mentor saline breast implant serial number (B)(4) on (B)(6) 2021.